Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was leaking at the tywraps. Additional malfunction was leaking at the hose clamps. No patient injury reported, no additional information provided.